Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary incontinence, vaginitis, and vaginal shrinkage.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress incontinence, menorrhagia, leiomyoma of uterus, endometriosis, and dysmenorrheal concurrently with a total abdominal hysterectomy, lysis of adhesions, and a diagnostic laparoscopy. It was reported that following insertion the patient experienced erosion, urinary problems, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.